Event description:
Customer called to report that the unicel dxc 600 synchron system displayed a "voltage generated by smart module is out of range" error for smart module c1 and the reagent mixer smart module. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, during which customer removed the smart module bank cover and smelled a faint "electric" burning odor. The cts then scheduled a service visit. The field service engineer (fse) inspected the instrument, replaced the smart module, and homed the instrument without finding any further issues. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument issues. Customer has not called back to report any further instrument issues. Customer stated that no one was harmed by or exposed to the instrument burning odor, and that patient samples and results were not affected.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).